Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: evfxplus-29, serial/lot #: (B)(6), ubd: 23-oct-2026, UDI#: (B)(4). The codes present in section h6 correspond to multiple components/products that comprise this reported event. Continuation of d10: product ID: {non-medtronic guidewire safari}; product lot/serial number: {unknown}; product type: {guidewire}; implant date: {n/a}; explant date: {n/a}. Product ID: {l-evolutfx-2329}; product lot/serial number: {unknown}; product type: {0195-heart valves}; implant date: {n/a}; explant date: {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to implant of a transcatheter valve, the valve was inspected prior to use and a pre-implant balloon aortic valvuloplasty was performed (bav) due to calcification. A non-medtronic guidewire was used during the procedure. Following implant of the valve in the patients native annulus, the nosecone of the delivery catheter system (dcs) went towards the inner curve of the aorta, and pulled the paddle of the valve on the outflow. Subsequently, the valve dislodged aortic. It was reported that prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 3 millimeter's (mm), and the implant depth on the left coronary cusp (lcc) was 3 mm. After valve dislodgement, the valve implant depth was at the height of the sinotubular junction (stj). Subsequently, a second transcatheter valve was implanted valve-in-valve. It was noted that a 25 minute procedural delay occurred, and the training guidance for slow deployment of the valve was followed. Prior to slowly withdrawing the dcs, the nosecone was centered within the frame inflow by slightly retracting the guidewire. 1 day following implant of the valve, a permanent pacemaker was implanted for an unspecified atrio-ventricular (av) block, and an unspecified bundle branch block.

Event description:
Additional information was received that the conduction disturbance first occurred during the valve implant procedure. Per the physician, neither the dislodged valve nor the dcs contributed to the conduction disturbance.

Manufacturer narrative:
Updated data: b5. D4. H4. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.